Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of expiratory channel printed circuit board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Expiratory channel board contains electronics including microprocessor for e.g. Expiratory flow measurement performed by the flowmeter inside the cassette and electronic connections to and from the cassette. Device's logs confirm occurrence of claimed safety valve test failure. Claimed part was not available for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to expiratory channel board.